Manufacturer narrative:
The field service engineer (fse) reported that tubing was cut during preventative maintenance performed previously on the instrument by an fse. The tubing is used for quick drain of the backwash tank. The fse replaced the tubing to fix the leak. The repairs were verified per established procedure. (B)(4).

Event description:
The customer reported a contained cleaner/diluent leak from the coulter lh750 hematology analyzer. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.